Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Proceeded with the following testing to ensure proper functionality of the unit. After multiple new batteries and battery caps unit remained on blank display. Unable to perform self test due to blank display. Proceeded by cutting the unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of water corroded electronic assemblies, not allowing the unit to turn on or access to download, isolate to electronic stack. The unit was also received with a pillowing keypad overlay, scratched case, stained keypad overlay, cracked keypad overlay, cracked case, cracked battery thread, cracked battery tube compartment, cracked corner of belt clip rails, and broken belt clip rails. In conclusion, the customer¿s alleged damage to the battery compartment was confirmed when cracked case, cracked battery thread, cracked battery tube compartment, cracked corner of belt clip rails, and broken belt clip rails were noted. Additionally, blank display was confirmed because the unit came in with blank display, which was due to corroded electronic assemblies, isolated to the electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported crack on the battery compartment of the pump. The customer reported no adverse event. The event involved product mmt-1885. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued using the device. Mmt-1885 was requested and it was returned for analysis.